Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.

Event description:
Per additional information received, the patient has experienced a yeast infection, noncompliance with vesicare prescription, continued pelvic pain, cystocele, hydraulic dilation of the bladder ((B)(6) 2012), change in bowel habits, colonoscopy with biopsies and polypectomies, hemorrhoid banding, dyspareunia, diagnostic laparoscopy with extensive lysis of adhesions and bilateral salpingo oophorectomy ((B)(6) 2014) and hormone replacement therapy.

Manufacturer narrative:
(B)(4).

Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced vaginal burning, vaginitis, felt like she couldn't urinate, pain and pressure, vaginal vault tenderness, groin incisions slightly reddened and tender, painful urination, suprapubic pain, difficulty maintaining urine stream, persistent suture material in suture line at vault and midureteral, severe urgency and frequency, abdominal pain, nausea, vomiting, increasing fatigue requiring frequent rest, depression, recurrent (lower urinary tract infection) uti, recurrent pain on urination, fever, hematuria, chronic dysuria, flank pain, pain with intercourse "so much so that it made me want to cry", mild tenderness to palpation near bladder neck, mixed stress and urge incontinence, nocturia, worsening voiding discomfort, urgency, and urge incontinence, tight and uncomfortable midureteral, tender to palpation over the left side of the sling, painful midureteral sling, urinary retention with urgency, periumbilical and epigastric pain, dense scar over the area of the sling, urethral obstruction, severe hesitancy and voiding discomfort, stress urinary incontinence, "return of her incontinence," bloating, bouts of diarrhea and constipation, weight loss, affected her mental health, chronic constipation, irritable bowel syndrome, chronic diarrhea, chronic vaginal and bladder infections, vaginal vault prolapse, recurrent vaginal pain, uterine prolapse, and wound healing problems "in every part of my body" the patient underwent cystometric studies, release of suburethral sling, and cystoscopy.

Event description:
The patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received.